Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold and failure to capture. The lead was capped on (B)(6) 2025, and the entire pacemaker system was replaced with the leadless pacemaker (lp). There were no patient consequences.